Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial system implant. Electrograms taken post procedure revealed that the right ventricle lead was oversensing. The patient returned for a follow-up on (B)(6) 2018 and electrocardiogram confirmed that far p-wave oversensing was occurring due to the lead being position too high in the ventricle. The lead was repositioned and the issue was resolved. The patient was asymptomatic and was stable post-procedure.